Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead was placed in three different locations. However testing of the rv lead revealed high and fluctuating impedances. Another cable was also tried. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.